Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and experienced an additional cartridge alarm when attempting to load a new cartridge after the reset. Further technical support was referenced for this ongoing issue. Cts to replace pump. Customer used a backup insulin pump for insulin therapy.